Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). As a result of this device confirmation by (B)(4), they found that the distal end of this device was severely burnt. From the above, it is considered that this case occurred by performing apc (argon plasma coagulation) operation near the distal end of this device due to incorrect handling by the user facility.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that after using the subject device to apc(argon plasma coagulation) procedure for therapeutic, the user facility noticed that the distal end of this product was damaged and found a part of the missing parts outside the patient's body. The user facility couldn't find the rest of the missing parts, so the user facility checked the inside of the patient but couldn't find it. There was no patient injury associated with this report.